Event description:
A patient reported experiencing hyperglycemia while using a one touch meter. On the day of the event, patient woke up tired and later fell to the floor. Patient's blood glucose was 86mg/dl on the ot meter at the time of the event. Patient after taking some sips of coke and a glucose tablet had blood glucose of 510mg/dl on the ot meter. Patient later went into seizures and paramedics were called. Patient was transferred to hospital where patient was reportedly admitted for a blood glucose of > 800mg/dl. Patient was discharged from the hospital on the following day. Patient was reportedly later fired from their job because of this event. Patient has reportedly another ot backup meter. No further information has been reported.